Manufacturer narrative:
Philips has investigated this complaint. According to the additional information at the time of reported event and the coronary procedure was performed and completed after recreated the storage space. It was reported the insufficient image disk problem. Upon further inspection, philips remote service engineer (rse) confirmed that the image disc space was full. Remotely recreated image store. After that, the system was returned to use in good working. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that system was in clinical use. The procedure was completed as planned, there was no harm or injury reported to philips in the same allura system. This scenario includes that the system is started working normally. Since the image insufficient image disk issue was resolved with removing the recreation of the image disk, this event would not be reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to acquire images due to an image disk problem. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.